Manufacturer narrative:
The manufacturer previously reported a ventilator failed to charge its internal battery and failed a test step during testing. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator's internal battery failed to charge and the device failed test steps during testing. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.